Event description:
Consumer complaint of about high blood results. Customer called in stating meter is not reading correctly. Obtaining inaccurate readings. Customer said she tested last night and got 158mg/dl before going to bed. Then about 2am she checked it again and got 138mg/dl, but customer did not feel good, therefore she called an ambulance, and when paramedics came, they checked her sugar and got 19mg/dl. Verified strips are within expiration date (10/31/2016).

Manufacturer narrative:
(B)(4). Product not returned. Most likely underlying root cause of malfunction: use error.